Event description:
Report received of an over-delivery of hyper-alimentation. The pump was programmed on channel c to deliver 72ml of hyper-alimentation over 24 hours, at a rate of 3ml/hr. The customer reported using a tubing set with a burette. The solution was infusing into a PICC line. The nurse reportedly observed that the burette container was empty and then observed that the pt was experiencing seizures. The pt had received 72ml of hyper-alimentation in one hour instead of the intended 24 hours. The nurse stopped channel c on the pump and then re-initiated it at an unspecified kvo rate. Serum accuchecks were performed and reported to be approx 800mg/dl. The institution's therapeutic range for that age was reported to be 60mg/dl to 100mg/dl. The hyper-alimentation was then discontinued. The dr was notified. The pt received an insulin drip to correct the elevated blood sugar. The pt also received multiple doses of phenobarbital IV push to treat the seizures. The pt has since been discharged home and remains on phenobarbital therapy. Though requested, there was no further info available.